Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 240 mg/dl. Customer was unable to perform pump reset at the time of the call; tandem technical support provided pump reset information. Customer declined follow-up.